Event description:
It was reported that the stent was difficult to deploy and finally fractured during the placement procedure. The delivery system was withdrawn from the pt and the stent segment was removed surgically.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.